Event description:
It was reported that a device experienced a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluated by baxter. Evaluation found the unit to be inoperable due to the reported symptom of a "system error 105" alarms, caused by a failed motor (flex). The failed motor assembly was replaced,